Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this investigation. An evaluation of the photograph indicated a stopper inside the tube without a hemoguard shield. Additionally, 24 retention tubes from the bd inventory were functionally tested and the issue of stopper function (stopper pullout) was not observed . Bd was able to confirm the customer¿s indicated failure mode of stopper function (stopper pullout) from the photograph provided; however, the issue could not be duplicated with the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® cat plus blood collection tube there was stopper difficult to remove. The following information was provided by the initial reporter. The customer stated: "we have a few tubes where the glp system has been unable to fully decap the sample leaving the plug in the sample."